Manufacturer narrative:
The device has not been returned for repair, therefore the customer¿s reported problem cannot be confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/31/2015 to present date 11/11/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the IV set needed to be checked and replaced the bottle sensor. No patient involvement.